Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept turning on the auto off alarm at night. As a result, the alarm lead to high blood glucose levels. Customer's blood glucose level was 400 mg/dl. She was going to treat her blood glucose level with the insulin pump. Troubleshooting was declined. The device was not returned.